Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was initially displayed however, it became completely dark, and the image could no longer be visualized. In addition, the air was not removed during flushing. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.